Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the balloon assisted embolization of the target aneurysm, angiographic images showed that the patient developed a thrombus formation in the right p1 segment of the posterior cerebral artery (pca) and then bilateral p1 segment of pca¿s. The patient was given intravenous 0.25 mg/kg of reopro followed by intra-arterial infusion of 2mg of tissue plasminogen activator (tpa) over 10 minutes. The thrombus was resolved without sequelae at the end of procedure. The event was assessed as related to both the device and the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during the balloon assisted embolization of the target aneurysm, angiographic images showed that the patient developed a thrombus formation in the right p1 segment of the posterior cerebral artery (pca) and then bilateral p1 segment of pca¿s. The patient was given intravenous 0.25 mg/kg of reopro followed by intra-arterial infusion of 2mg of tissue plasminogen activator (tpa) over 10 minutes. The thrombus was resolved without sequelae at the end of procedure. The event was assessed as related to both the device and the procedure.